Event description:
It was reported that a malfunction alert occurred with the pump, designated by code malf 12. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared, to which the customer agreed and understood.